Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The initially reported device malfunction associated to the claimed error message e08 was not reproduced. The device was put back in service but the issue was reported again at a week time distance. The livanova field service representative replaced the bridge and inspected the stirrer motor for blockage and re-seated the cell connectors to the distribution board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Visual inspection showed a defect on the motor shaft of the fan motor as well as debris on the cable as of which the wires were starting to separate, with unknown origin. Investigation and functional test revealed that the motor of pump was tight, since some tissue paper was sitting in the pressure chamber. The origin of the paper is unknown. Furthermore, no fault was found on the printed circuit boards. The bearing on the motor off the fan was damaged, but the root cause cannot be evaluated. The root cause of the reported issue could not be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate the reported issue. The service representative replaced the distribution board and inspected the patient bridge. No blockages were found in the stirrer motor and no damage or binding was identified. No issues were noted with the float. All cell connectors to the distribution board were reseated and a functional verification test was performed without issue. The following week, the customer reported a recurrence of the same error code, again during maintenance. The service representative returned to the facility and replaced the patient bridge, the processor and the ribbon cables for the processor. Subsequent functional verification testing found no further issues and the device was returned to service. A review of the DHR could not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an error message was displayed on the patient circuit of the heater-cooler system 3t during maintenance. There was no patient involvement.